Event description:
Per the clinic, the patient was explanted on (B)(6) 2022 due to otorrhea and mastoid infection. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.